Event description:
It was reported to philips that while moving a patient from a stretcher to the allura system, the mattress moved. The report indicated that a staff member injured their back and is currently unable to work; however, no further information regarding the injury has been provided to date. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips investigated the reported complaint. Based on the information collected, the incident occurred during patient transfer using a hovermatt device. The mattress shifted, requiring a return of the patient to the bed and a re-transfer to the patient table. Once the patient was safely positioned, the planned non-emergent procedure was completed. A nurse assisting with the transfer reportedly sustained a back injury requiring several weeks off work, physiotherapy, and unspecified treatment from their general practitioner. Additional details regarding the incident and nature and severity of the injury were requested; however, the customer declined to provide further information. Philips had initiated (and customer had received) a field safety notice before the incident, providing additional instructions for patient transfer and correct mattress positioning. Since then, an updated version of said field safety notice was distributed making available an addendum (4523 001 30522) to the instructions for use and announcing a redesign of the mattress.